Event description:
It was reported that pump battery would not charge and a power source alert appeared in pump history, although no low power or shutdown alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer changed charging supplies, after which pump began charging, and Technical Support advised customer not to use non-Tandem charging supplies except when instructed for troubleshooting; no further assistance was required and no additional information was received regarding the outcome of the event.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.